Event description:
It was reported on (B)(6) 2025, that during a trident hd specimen radiography system procedure, the user observed detector errors on the system. It is reported that due to the trident detector error, the user had to utilize a portable x-ray system to confirm that the mag seed and clip had been removed in the breast tissue. However, the x-ray system images were not clear enough to confirm removal of the mag seed and clip; therefore, out of caution, the user removed more breast tissue from the patient. A field service engineer (fse) was dispatched to assess the equipment and confirmed the detector errors. The fse checked all electrical connections, replaced the dc board and an additional board for the detector. The fse then made test images, verified system functionality and confirmed that the unit is functioning in accordance with manufacturer specifications. Once the trident was returned to the user, the user reports that the patient's image was uploaded to the image viewer and the user was able to see both the mag seed and clip in the original x-ray. No further information is available.